Event description:
It was reported that high, out of range, high voltage lead impedance on the svc-can vector was observed via merlin.net. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.